Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube, monitor, system interface pcb, and the temperature sensor. System operates as intended. This MDR is related to ge healthcare complaint.

Event description:
The customer reported the x-ray tube is becoming increasingly noisy and that after monitors go into sleep mode, the system has to be rebooted, and there are images burnt into the monitor screens. No pt injury was reported.